Event description:
It was reported during npwt utilizing a renasys ez pump, it was unable to charge the battery. When the pump was used on main power, low battery alarm was displayed. The pump generated a low battery alarm even after the power cord was replaced. There was no information about a back-up device. There was no patient harm.